Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to high blood glucose level. The customer's blood glucose level was 500 mg/dl. The customer did not mention any treatment related to high blood glucose level. The customer did not mention any symptom related to high blood glucose level. They also reported that the insulin pump multiple pump errors. The customer reported that the insulin pump had motor error and compromised forced sensor alarm. The insulin pump will not be returned for analysis.